Event description:
It was reported that interrogation of the pulse generator resulted in the message -erroneous parameters have been detected-. The device was restored to nominal settings which resolved the error.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.